Event description:
On may 12, 2023, sorin group italia has received a report poor gas exchange performance of the oxygenator. There is no report of any patient injury. Based on available information, no device malfuction could be anticipated and the event was assessed as not reportable. The complained oxygenator was requested for investigation. On september 22, 2023, the pack including the returned oxygenator was inspected at sorin group italia and it was found the paper print of the pump sheet and the report of the procedure. In this documentation, livanova was made aware the patient was extubated normally and did not have any complications . However, it was identified the po2 was below 60mmhg for more than 3 minutes (from 10:57 to 11:07), the oxygenator was changed-out (previously not communcated) and one of the change-out lasted more than 3 minutes. As per follow up clarification one of the two changed oxygenator was not manufactured by livanova and was not possible to understand which was used first. Based on these new information, the event was reassessed ad reportable malfunction.

Manufacturer narrative:
Analysis of the procedure report identified the patient had bloodborne pathogen. Since available data sheets were assessed adequate to correctly evaluate the event, livanova elected to not investigate the device. The lot of the oxygenator remains unknow. Analysis of the of pump sheet found that to improve the overall oxygenation levels, fio2 was raised from 60% to 100% and po2 levels soon increased in the arterial line reaching 192 mmhg. The fio2 was decreased to 80% then the po2 decreased to 106 mhg. At this time, the medical teams elected to proceed with the first oxygenator's change-out. The oxygenator was changed out in 3 minutes; however, the overall oxygenation levels were not improved and the maximum po2 reached with the second oxygenator was 67.3 mmhg. Therefore, also the second oxygenator was replaced in 3 minutes and the procedure was completed without any impact on the patient. Based on available data, the troubleshooting applied by the perfusionist was coherent with what is recommended by IFU in case of low po2 values. Indeed, as stated within IFU, if low po2 values are measured in the arterial line it is recommended to increase the fio2. Taking into account all the above facts, it cannot be excluded that the most likely root cause of reported gas exchange performance decay was the deposition of biological substances between fibers, leading to a reduction of the effective area to perform gas exchange and concomitant increase of gas pathway length to perform gas exchange (adverse event procedure-related). According to the complaints database trend analysis, there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.